Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: a1: patient ID reported as (B)(6).

Event description:
Patient was operated on for the first time two years prior for a total hip prosthesis not cemented corail support / pinnacle sector poro lat with insert +4 10 and metal head, on the left side. Patient underwent revision surgery on (B)(6) 2026, to replace the polyethylene marathon +4 10 size 50 for head of 32, due to breakage.